Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed healthcare professional from (B)(6) of constipation and peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). Action taken with dianeal and extraneal therapies was not reported. During a call, the following was reported. On an unreported date, the patient experienced constipation. On (B)(6) 2012, the patient experienced peritonitis due to constipation. On (B)(6) 2012, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with injection fortum (1 gm, once daily for 14 days in night dwelling) and injection reflin (1gm, once daily in night dwell), (route of administration not reported). The outcome of this peritonitis event was unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). Additional information was received from a baxter employed healthcare professional on (B)(6) 2013. It was reported that the patient died on (B)(6) 2012. It was not reported if an autopsy was performed. Further information was received from baxter india. It was reported that the patient had not yet recovered from the peritonitis event prior to death. At the time of death, peritoneal dialysis therapy had been discontinued and the patient had been on hemodialysis. The cause of death was reported to be cardiovascular disease.